Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon fell apart upon removal. The inner portion of the tampon separated from the outside leaving the outer cover inside the body.